Manufacturer narrative:
The returned ipg db-1416 serial number (B)(6) was analyzed, passed all tests performed, and exhibited normal device characteristics. The returned lead extension db-3138-55 serial number (B)(6) was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a revision procedure where the implantable pulse generator (ipg) and lead extensions were replaced. It was suspected that a prior non bsc device related jaw surgery performed on the patient may have damaged the device. The patient was doing well post operatively.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a revision procedure where the implantable pulse generator (ipg) and lead extensions were replaced. It was suspected that a prior non bsc device related jaw surgery performed on the patient may have damaged the device. The patient was doing well post operatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-extension: upn: m365nm3138550, model: nm-3138-55, serial: (B)(6). Batch: 7084021. Product family: dbs-extension: upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 7098715.